Manufacturer narrative:
The autopulse battery (s/n (B)(4)) was received at zoll on 01/06/2016 for evaluation. No physical damage was observed upon receipt of the battery. The battery passed charge cycle, therefore no archive download was required. In summary, the battery was returned and evaluated. The reported complaint could not be confirmed. Visual inspection was performed and no damages were observed. The battery passed all testing criteria. Therefore the root cause of the reported complaint could not be determined.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Customer reported that during patient use the li-ion battery indicator showed depleted after 1-2 minutes of use. The battery was a known fully charged battery. The crew reverted to manual crp until a spare battery was inserted into the autopulse and the device restarted. No adverse effects were reported on the patient. No additional information was provided.